Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's left ventricular (lv) lead was found to have dislodged. Failure to capture noted on the lv lead due to the dislodgement. The lv lead was capped and replaced on (B)(6) 2022. No patient consequences were reported.